Event description:
It was reported via sprinklr that an unspecified malfunction occurred. On (B)(6) 2025, the patient reported that their dexcom device ¿malfunctioned¿ and sent them to the hospital. However, no further event details were reported, including patient symptoms, medication / treatment details, or how long the patient was hospitalized. Attempts to reach the patient for further event details were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Data was provided for investigation. A review of the data indicates that the sensor session began on (B)(6) 2025 at 10:53 am for transmitter ID: (B)(6). The high threshold was set to 180 mg/dl, low threshold is set to 70 mg/dl. All other alerts are also set to sound. Data investigation could not confirm a malfunction occurred. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). B5: describe event or problem, additional. H2: additional information. H6: type of investigation, additional. H6: investigation findings. H6: investigation conclusion.